Event description:
It was reported that during a resection of the right upper lobe of the lung procedure, the device was used for pulmonary artery (pa). Oozing occurred after the firing of the device, an astriction was performed to stop the oozing, but it turned into serious bleeding. The patient went into cardiac arrest and died. The doctor comments were as follows: the bleeding was not from the staple line of the device. It was 2-3 mm from the staple line in the patient side. A 5-6 mm hole was found at the bleeding point. There were no difficulties in firing and no anomalies on the staple line. The doctor guesses that a blood vein had split off which might have caused the bleeding. Diameter of the pa was 15-20 mm with arteriosclerosis. The volume of the bleeding was 20,000 cc. The doctor said the device was functional without any difficulties. Also, no difficulties noted in firing and in staple line. There is no information regarding pre-op diagnosis or if patient was on any anti-coagulants. The patient's cause of death was bleeding. A legal autopsy was conducted. The doctor clearly said there were no correlation between the device and the event.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples are noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.